Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report, the pressure transducer test and safety valve test failed and replacement of the expiratory channel printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).